Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with an lp shunt on (B)(6) 2016. According to the report, the patient had issues of stomach pain and pressure headaches. It was stated the patient had pain in their right side since implant and experienced hand tremors and vision issues. Reportedly, the patient had the shunt replaced on (B)(6) 2017 with a vp shunt and was currently doing better, with no pain on the right side and improvement in tremors. It was noted that patient had at least two mris while the shunt was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no malfunction with the device. It was stated the patient had stomach pain and could not lay on their right side.